Event description:
In 2010 is when I got the procedure done for essure. The obgyn specialist who placed it did inform me that this was a new equipment and I was his first pt to get this procedure done. Since then through out the years. I have been going from different doctors explaining my issues. Since the procedure was done in (B)(6) no one in (B)(6) knows what essure is. They are not trained on this product and have been just referring me or promising to do more research. I have been to a total of 6 different doctors. I finally found one who is trying to do more about it. Finally got a ultra sound. Not sure of what it is that is going on, but since this item was injected into me I have been having abnormal menstrual cycles, lower abnormal pain, back pain, smell taste metal and hear a ringing noise in my ears. I have migraines. My taste buds has decreased. When I have intercourse I feel the discomfort. I want this object out from me. But because its considered a tubal ligation my insurance doesn't cover it. I'm sorry I don't have (B)(6) to cover the cost of the procedures. I am ok with not having any more kids. I have four but I am not ok with having to deal with this pain, I shouldn't have to stop enjoying my life with my family because of this procedure. I want help and don't know how to. I have called essure and filed a report, but that was it...no suggestion, no answers, no point. It was a waste of time. So if anyone knows anything I can do to get this "profanity" out of me please help. Thank you.